Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt (0.5 mcg/day; concentration unknown) via an implanted pump. The indication for pump use was rsd/causalgia ¿ complex regional pain syndrome and spinal pain. On (B)(6) 2019 it was reported that shortly after implant ((B)(6) 2017), the patient had an infection in the spinal area she thought, and she was hospitalized for almost 3 weeks. Before that, they had titrated the drug to 0.5 mcg and ¿everything went downhill from there¿. They put the pump flow rate down to almost nothing and she hadn't really used it since then. The infection resolved by using antibiotics. No further complications were reported/anticipated.